Event description:
It was reported that a pump door will not fully latch. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The unit was received inoperable due to the reported symptom of "door will not fully latch. This was caused by cracks found in the threaded insert boss in the front case that mount the pumping mechanism into the case. This allowed separation between front case and the mechanical assembly resulting in excessive force being required to close the door causing the reported symptom. The front case will be replaced.